Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the allport handle was squeezed and instrument spit (2) clips out. The surgeon squeezed again and the instrument had no clip. It kept kicking out clips. It is unknown how the case was completed and there was no consequence to pt.